Event description:
The doctor was cauterizing the tonsil during a tonsillectomy. While cauterizing, there was a spark either from the electrode or from the esu handpiece. The spark turned into a flame. The conmed blue guard actually burnt during the procedure. The settings for the esu were coag 25, cut 25.